Manufacturer narrative:
Concomitant medical products: product ID: 3888-33, lot# v513037, implanted: (B)(6) 2010, product type: lead. Product ID: 3888-33, lot# v513037, implanted: (B)(6) 2010, product type: lead. Product ID: 3888-33, lot# v513037, implanted: (B)(6) 2010, product type: lead. Product ID: 3888-33, lot# v513037, implanted: (B)(6) 2010, product type: lead. Product ID: 37092, lot# 236730002, implanted: (B)(6) 2010, product type: accessory. Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. (B)(4).

Event description:
The consumer reported that he could feel the leads at the tip of his skin; it was practically protruding from the surface. The leads were coming through his skin, and it gave him an electrical sensation when he touched the leads. When he touched the leads, it changed the amount of stimulation. The patient felt jolting sensations when he would bend down; the change in stimulation was related to positional movement. It was noted that the patient was in more pain now than before. He had been shocked 100 times in the right leg, and he has almost passed out. The intensity doubled or tripled when he was bent over or when he touched the site in his leg; it was unbearable. Stimulation was turned off (B)(6) 2015 using the patient programmer, and it had not been turned back on. No outcome was reported for this event. Further follow up is being conducted to obtain this information. If additional information is received, a follow up report will be sent. The patient's indications for use included chronic low back pain.